Manufacturer narrative:
H3 analysis: the returned unit was tested for performance by running it for one week. The reported event could not be duplicated. No reduction of flow occurred during the week of testing. Conclusion: the device was evaluated and the alleged failure could not be duplicated. The cause of the event remains unknown. There was no reported consequence to the patient.

Event description:
Information received indicates that the 520 bioconsole has lost flow 3 separate time. With each instance, the unit was turned off and on again to resume the flows and was used throughout each respective case. The 520 bioconsole is used to move fluid in a pulsing motion, while a separate 550 bioconsole was being used to monitor flows. The problem is intermittent, but the health care professional requests service for the unit. There have been no reported consequences to the patients.